Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The blade failed to advance and failed to rotate during the evaluation. The blade likely didn't advance during the evaluation as a result of the softened condition of the yoke from the wet decontamination process. Furthermore, it is likely that the blade didn't rotate as intended as a result of the accumulation of blood, body fluids, and tissue during the procedure.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy. During the procedure, the blade did not extend out of the device. It was unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Device (B)(4) - blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.